Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of returned device found evidence that instrument fractured due to excessive force/extensive use.

Event description:
It was reported patient underwent an anterior cruciate ligament procedure on (B)(6) 2013. During the procedure, the instrument fractured and the fractured pieces fell into the surgical site. The surgeon was able to remove all the pieces and completed the procedure with another set of instruments.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet sports medicine recommends that all instruments be regularly inspected for wear and disfigurement." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.